Event description:
The customer reported when she changed the infusion set the cannula was bent, but the insulin did not alarm no delivery. The blood glucose reading was 220mg/dl. The customer stated that she is experiencing constantly high blood glucose, and she feels the insulin pump is not functioning properly. The caller mentioned that there was insulin in the reservoir chamber. Advised the caller that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.mfg. Report 1 of 2, medwatch report # 3004209178-2013-91337.mfg. Report 2 of 2, medwatch report # 3004209178-2013-91338.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.